Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 28-oct-2015. The most recent information was received on 01-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('my uterus was perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), pelvic pain ("severe stabbing pains"), abdominal distension ("bloating"), alopecia ("major hair loss/no idea how I still have any hair left in my head"), fatigue ("excessive fatigue"), asthenia ("no energy "), loss of libido ("loss in my sex drive.") And allergy to metals ("nickel allergy") with rash. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal distension, alopecia, fatigue, asthenia, loss of libido and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, fatigue, genital haemorrhage, loss of libido, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-oct-2015. The most recent information was received on 28-oct-2015. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('my uterus was perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), pelvic pain ("severe stabbing pains"), abdominal distension ("bloating"), alopecia ("major hair loss/ no idea how I still have any hair left in my head"), fatigue ("excessive fatigue"), asthenia ("no energy''), loss of libido ("loss in my sex drive.") And allergy to metals ("nickel allergy") with rash. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal distension, alopecia, fatigue, asthenia, loss of libido and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, asthenia, fatigue, genital haemorrhage, loss of libido, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate to this case. All information including events, reference numbers, reporters, source documents were transferred from deletion case to retention case. Seriousness criteria removed for genital hemorrhage. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.